Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship between the returned device and the reported event. Visual inspection under magnification of the wand shows minimal electrode and screen wear with strong contamination/ discoloration and scratch/scuff marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation the fuse resistance was measured and registered 1211 ohms prior to activation; this indicated a blown fuse. The wand was connected to a compatible quantum 2 controller and performed as intended. The suction line was tested and performed as specified; no temperature alarm was indicated during the functional tests; the complaint was nor verified and the root cause could not be determined with certainty due to a full functional device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that when the device plugged into the machine, the temperature shown was very high (beyond the range) and the alarm sounded. The nurses attempted to reinsert the rf to console but the same scenario happened. This happened before using on the patient.